Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿, although a specific value was not provided. Cause was not known. Customer required assistance and changed the infusion set and gave a manual injection to address bg. Customer continued to use the pump for insulin therapy.